Event description:
The surgeon was using suture needle. After handing the needle back to the scrub nurse, it was alleged that the tip of the suture had broken off. A visual inspection and x-ray were performed. The broken piece was unable to be detected.